Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the diabetes educator that the patient is in the hospital due to hyperglycemia. This incident occurred on (B)(6) 2025 and is the second of three incidents that took place within the same week. Additional information regarding the incident was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.